Event description:
It was reported by a diabetes specialist nurse that the patient experienced an infection at the infusion site while wearing the pod. No further information regarding this incident was reported. Not applicable as the event is not reportable.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.